Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) new installation found that the leak status test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d5, d8, d9 (device available for eval?), e1 (initial reporter, event site name, event site address, event site city), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e2, e3, g2, h6 (medical device ¿ problem code) . Due to character limitation in block e1: event site name: (B)(6). Event site address: street: (B)(6). Event site city: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) replaced safety disk (0202-00-0140). The device passed the pre-use inspection. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported by fse during new installation that cardiosave intra-aortic balloon pump (iabp) leak status test failed. There was no patient involvement.